Event description:
The customer reported that during a ptca/stent procedure in 2001, a vasoseal es was deployed. Hemostasis was not achieved and a moderate hematoma formed. A c-clamp was placed and the hematoma was compressed. On the event date the right groin continued to ooze. A pseudoaneurysm was diagnosed and injected with thrombin. The patient's status following treatment was good and the patient was discharged home. No further complications were reported.